Manufacturer narrative:
As previously reported, a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 150614. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacture has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: the device was manufactured in june 2015. The day of the month the device was manufactured is unknown. A sample is not available for evaluation. However, a review of the device history record will be performed by our quality engineer as part of a no sample investigation. Upon completion of the no sample investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd microlance hypodermic needle, a physician dissected a small vein of his patient causing bleeding which required emergency medical assistance and sutures. The physician believes this was due to the needle tip being hooked.